Manufacturer narrative:
(B)(4). The device has not been returned at the time of this report. The investigation of this complaint is in progress.

Event description:
Customer complaint alleges "light source reported to flicker while clinician was intubating a patient. Blade was changed out and clinician was able to intubate." Reports no injury or consequence to patient.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges "light source reported to flicker while clinician was intubating a patient. Blade was changed out and clinician was able to intubate." Reports no injury or consequence to patient.